Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 10mmx2.25mm woverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 5atm and deflated after about 20 seconds. Subsequently, on the second dilatation, it was noted the balloon ruptured while pressure was applied at below 5atm. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.